Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate.

Event description:
It was reported that the device ruptured. A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. The balloon ruptured at 6atm during the first inflation. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication reported and the patient was good post procedure.

Manufacturer narrative:
B3: date of event: the event date was note reported. The first date of the month of the aware date was entered as an estimate. Device evaluated by manufacturer: agent dcb was returned for analysis. A visual, tactile and microscopic examination and leakage test was performed. A visual and tactile examination identified no kinks along the entire shaft. A microscopic examination identified no kinks or damages along the entire shaft. A microscopic examination of the balloon identified no tears or holes in the balloon material. The balloon was not tightly folded. A microscopic examination of the tip section identified no damage. The balloon was inflated to its rated burst pressure (rbp) of 12 atmospheres with no leaks noted. A vacuum was pulled, and the balloon deflated fully. The balloon was inflated on three more occasions and on each occasion the balloon inflated to its rbp with no leaks noted.

Event description:
It was reported that the device ruptured. A 3.50 mm x 30.00 mm agent drug-coated balloon (dcb) was selected for use. The balloon ruptured at 6atm during the first inflation. The device was removed, and the procedure was successfully completed with another of the same device. There was no patient complication reported and the patient was good post procedure.